Event description:
Essure was implanted as a permanent birth control. I am experiencing spotting, cramping, severe pinching pain on right lower quadrant, lower back pain, nausea, vomiting, night sweats. I went to the hosp and was dx with uti. I'm meeting with obgyn today to discuss some of these symptoms. (B)(6). Essure - device still implanted.